Event description:
Sales representative reported the the probe broke during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Waiting for product to be returned for functional evaluation.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
Sales representative reported the the probe broke during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.